Event description:
On routine pacemaker follow-up, increased lead resistance noted and consistent with microfracture, so patient was monitored. On monitoring, there was evidence of failure to sense apparently.